Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorectomy. According to the reporter: the endo catch gold bag deployed normally. The bag broke when surgeon attempted to pull the specimen through the skin incision. Used an anchor specimen retrieval bag. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.